Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. A new ipp pump was implanted. It was further reported that the patient reported the pump malfunction two weeks prior to surgery. Following the surgery the patient was doing well. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. A new ipp pump was implanted. It was further reported that the patient reported the pump malfunction two weeks prior to surgery. Following the surgery the patient was doing well. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the patient reported the pump malfunction two weeks prior to surgery. Following the surgery the patient was doing well. It was also further reported that the physician did a test to verify why the pump was not working and found that the "pump stayed flat to press the bulb button."

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. A new ipp pump was implanted. It was further reported that the patient reported the pump malfunction two weeks prior to surgery. Following the surgery the patient was doing well. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the patient reported the pump malfunction two weeks prior to surgery. Following the surgery the patient was doing well. It was also further reported that the physician did a test to verify why the pump was not working and found that the "pump stayed flat to press the bulb button."